Event description:
Pt's blood pressure decreased from 145/72 to 123/68.

Manufacturer narrative:
Symptom of hypotension during cell transfusion using device appears limited to small cohort of conditions, all of which cause vascular instability in pt prior to being transfused. Such conditions, known to give rise to vascular instability, may be any one or several of following circumstances: hemodialysis, cardiac surgery, congestive heart failure, transfusion through central lines, and use of medications that result in vascular instability, especially angiotension converting enzyme inhibitors, and rapid transfusion flow rates. In this specific case conditions were: hemodialysis, and rapid transusion rates. Medications used by this pt were not available, however, pt was hypertensive. Other hypertensive pts in dialysis unit were medicated with ace inhibitor. These conditions, per se, do not result in precipitous hypotensive reaction. It appears that some variable in blood component transfused, as well as unidentified idiopathic factor in pt, must alos be present. In this case, pt experienced a hypotensive reaction to two *(2) transfusions administered within three (3) hours time. It is unclear as to whether when preceding conditions and/or practices exist in proper configurations, whether the device also plays a contributing role in reaction observed. Overall device has been used for multiple thousands of transfusions (in absence/and presence of above conditons), without incidence of hypotension reactions. At this health care facility, transfusions for outpatient hiv pts were administered through this model device with no hypotensive episodes reported. There has been no correlation between mfg lots and these reactions. Lot number was not identified by user, nor was device retained. Accordingly, evaluation of the mfg and field histories could not be achieved. This category of reactions appears limited to small number of health care facilities. Although this reaction could be consistent with presence of short-lived biological modifier, no evidence of such a modifier was confirmed in this instance. Specific cause of this low frequency hypotensive reaction remains unidentified. Following standard therapy (volume addition) to reverse hypotension, pt was not reported to have any long term of permanent effects.